Event description:
Insufficient expansion of the stent was noted after implantation of an endeavor resolute rapid exchange (rx) drug-eluting stent in the prox lad. First diagonal closed, was opened with a wire and post-dilated. Stent was post dilated after which stent appeared broken and there was no distal flow. Pt was treated medically with temporary improvement of flow. First diagonal was post dilated for after which the run-off was good but proximal dissection remained. Second stent was implanted over the fractured stent with a good result. Attempt was made to remove thrombus material but none was obtained. Distal lad was post dilated after which the lad seemed to be open again. Another stent was implanted to treat dissection in the lad. Cine image review: angiographic images confirm the presence of severe diffuse disease in the lad and diseae in the lcx. Images confirm deployment of what appears to be a 2.75 x 18mm stent in the mid lad. Stent profile appears relatively acceptable, but the vessel profile appears to be impacting on the full concentric deployment of the stent. Images confirm occlusion of d1 but do not show dilatation to relieve the occlusion. Post restoration of the flow to d1 irregularity in the vessel and stent profile of the newly deployed stent is evident. No stent weld or material breakage is evident from the procedural images. Occlusion in the distal vessel is confirmed. Final images confirm successful treatment of the lad resulting in flow being restored to the vessel. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Eval, method: film (x-ray, fluoroscopy.ivus, CT, MRI etc). Eval, results: (root cause is undetermined but appears to be procedure related). (Stent distortion, vessel occlusion and dissection). (No device received for eval). Conclusions: no conclusion can be drawn.